Event description:
It was reported that the patient with this right atrial (ra) lead had exhibited infection. A revision was performed and the crt-d, along with the right atrial (ra) lead, right ventricular (rv) lead and left ventricular (lv) lead were explanted. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).